Event description:
Medtronic received information regarding a patient who had a pipeline flex with shield implanted on (B)(6) 2021 to treat an unruptured saccular left internal carotid artery (ica) c7 segment aneurysm. The aneurysm max diameter was 5.3mm and the neck diameter was 4.0mm. Post-operatively, on (B)(6) 2021, stenosis or thrombosis was observed in the branch vessel or parent arteries and associated neurological deficit was noted. Causal relationship with the procedure and pipeline flex with shield could not be ruled out. No additional treatment was described and the event was noted to not be severe. The patient was noted to be recovered on (B)(6) 2021. Additional information received reported that the vent did not result in prolonged hospitalization of the patient. It was noted that edaravone was administered. Additional information received reported that the ica-acha post-treatment did not have an intrastent thrombus and the acha description is maintained. There were no missing branches of acamca. No abnormal findings on the CT were identified. No thrombus was observed in the stent. Additional information received reported the patient's symptom status was changed from "yes" to "no" at the time of discharge from hospital or 7 days after the procedure. Adverse event changed from "stenosis or thrombosis in the side branch vessels or parent arteries covered by flow divider" to "distal embolism". Palsy in the right lower limb was observed the day after the surgery, and clear emboli could not be identified in head CT or cerebral angiography (MRI is a contraindication case and cannot be performed). It was determined that a minor cerebral infarction had occurred, so edaravone was administered and rehabilitation was performed, and the symptoms resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the aneurysm height was 3.8mm and the aneurysm diameter was 5.3mm. A balloon was used for expansion of flow divider. No significant abnormalities were observed after conducting cerebral angiography and CT scans.